Manufacturer narrative:
This device is used for treatment, not diagnosis. The measurable dimensions were found to be in compliance with the technical specifications. We are not able to determine the exact cause of failure. We can only assume that a mechanical overload, created by an exceptional hard bone, caused the breakage. The instrument was analysed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not for diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of the device history records showed, the lot was manufactured and processed per specification requirements and inspection/conformed to the synthes incoming/final inspection sheet, the device exhibits no complaint-related anomalies.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The surfaces show evidence of usage. The instrument is missing the peg opposite of the foot side. The corners of the foot are rounded. During distraction of the veptrii system, the temporary distraction peg temporarily holds the position of the proximal extension relative to the distal extension. The engineer reviewed the appropriate drawings for this instrument. The dimensions, material, and finishing processes are acceptable for the intended use of this device. This instrument failed in bending at the 2.3 mm diameter cross section. When fully seated, the bending stress on the 2.3 mm diameter is minimized to nearly zero. If the device is unseated by a conservative 1.5mm, the peg is still capable of enduring a maximum force on the peg of 325 n. This capability is sufficient for clinical loads. This instrument failed in bending at the 2.3 mm diameter. When used as designed, this section experiences shear and nearly no bending stress. Based on the complaint description and the returned device, a positive root cause can not be determined. Corrected data: manufacturing evaluation previously submitted was incorrect. Manufacturing evaluation: due to an unknown cause, the tip is broken off and the 4.0 to 5.0 mm diameter shaft is badly marked, scored, and scratched, especially near the tip. Additionally, the peg foot has nicks on the edges. All measurements that could be taken were found to meet specifications.

Event description:
Patient was implanted at t3 to the pelvis bilaterally with veptr system in (B)(6) 2011. During a 6 month follow up veptr lengthening procedure, the tip end of the distraction peg broke off after the surgeon was distracting the insertion. The broken part of the distraction peg did fall into the patient but was retrieved by using a suction device, no parts remain in the patient.